Manufacturer narrative:
Product was not returned. Ranir quality cannot investigate alleged failure or evaluate the suspect product without the product being returned.

Event description:
When she started brushing her teeth a couple of bristles came out and one was stuck in the back of her throat. She said she might have swallowed some but not sure.